Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary trit hemi cluster hole cup 56mm; cat#: 502-03-56e; lot#: n83mka. Modular dual mobility insert; cat#: 626-00-42e; lot#: unknown. Size 4 accolade ii 127 deg; cat#: 6721-0435; lot#: 50435802. Screw; cat#: unk_jr; lot#: unknown - qty: 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text: not available.

Event description:
It was reported that the patient's left hip was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.